Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6)2024 at 16:45:09-16:45:13, the log file captured a no external power event due to the relative state of charge (rsoc) on both power cables decreasing to ~0v in three seconds while connected to the mpu. From 17:09:03-17:09:07, a similar no external power event was captured. The alarms resolved each time when power was restored to both power cables. The backup battery supported the system without issue during both these events. These events are consistent with a loss of power to the mpu. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the ac power cord was disconnected from the wall outlet. The mpu was not returned for further analysis. The root cause for the no external power events was determined to be due to user error in disconnecting the ac power cord of the mpu from the wall outlet. The device history records were reviewed and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2023. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and resolve no external power hazard alarms. The heartmate 3 instructions for use section 3, entitled ¿powering the system¿, advises users to transfer to another power source and not rely long term on the system controller¿s backup battery if the mobile power unit loses power. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were requested to be reviewed. The log files captured a low voltage hazard and no external power events on 28nov2024 while using the mobiles power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power to the mpu was restored. This event lasted 4 seconds. No other unusual events were seen in the log files. The power cord was accidentally unplugged from the wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.